Manufacturer narrative:
(B)(4). The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury. In addition customer stated she "took to much medicine and felt dizzy, pains down the leg and stomach hurts" customer "ate a piece of pie and got on the exercise bike". These events were enough to "bring her sugar down enough: and customer felt "normal".